Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report is in response to report mw50044937 from the FDA. The serial number for this device is unavailable and therefore the manufacturing date could not be located in the manufacturing database. (B)(4).

Event description:
It was reported that the patient sustained ventricular fibrillation induced by r-on-t pacing which was a result of the external pulse generator (epg) being inadvertently changed to an asynchronous pacing mode. Emergency procedures were enacted and the patient was stabilized. The status of the epg is unknown. No further patient complications have been reported as a result of this event.